Event description:
The patient's father reported the patient's blood glucose levels rose above 400 mg/dl while wearing the pod for between 5 and 24 hours. Symptoms reported include depression and vomiting. The cannula reportedly did not properly insert into the infusion site (leg) and the pod was leaking. The patient was hospitalized due to diabetic ketoacidosis (dka) and received insulin and fluids intravenously for treatment. The patient was released from rheinland klinikum neuss gmbh after 1.5 days. A new pod was applied after the hospital visit.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.